Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced high and low blood glucose. Customer's blood glucose was 55 mg/dl, which was treated with a bolus shot. He then reports blood glucose of 395 mg/dl. Customer received a threshold suspend. After troubleshooting, customer was advised to monitor pump and to contact health care provider for low blood glucose. No further information provided.